Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, m¸ 32/0, taper 12/14 on (B)(6) 2015. Patient started to have pain 10 days after surgery. It was also reported that the patient went to the emergencies on (B)(6) 2016 got painkillers, and could go home on the same day.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: pain. Event summary: it is reported that the patient received tha on left hip side on nov 20, 2015 and had 10 days after surgery inguinal pain on the left side. A few weeks later the patient suffered again from pain at the operated hip, went to the emergencies, got painkillers, and could go home on the same day. No pain ever since. Review of received data one medical report from the emergency room and one from the CT has been received in french, written in bullet points. - medical report from emergency room: one month after implantation, the patient called emergencies and complained about a stabbing pain in the area of the left hip implant, which has started 8 days before and is radiating to the pubic bone. The pain would decrease when resting and increased after mobilisation. On dec 30 the patient called again the emergencies. On dec 28 no inflammation could be diagnosed (crp=2mg/l, gb=6g/l) and the radiograph showed no anomaly. There has been no fall or trauma. Additionally, there would be no "mechanical" pain, no pain at the great trochanter and no inguinal pain. The mobility of the joint would be preserved. The scar shows no signs of an inflammation and there is no psoitis. History of partial left nephrectomy on renal tuberculosis. Patient has been advised to stop the non-steroidal anti-inflammatory drugs and the pain killer (intolerance and not necessary due to short duration of pain). Under consideration of the available clinical findings, the hcp indicates that a pain while loading without any inguinal pain does not necessarily mean a problem with the hip joint but rather an issue with muscles or ligaments. However, no exact assessment can be performed, as no information concerning the range of motion of the hip joint are available. - medical report from the CT: it remains unknown at which date the CT has been performed, no pictures have been received. It was reported that there is neither a hematoma at the psoas nor in the abdomen. No soft tissue accumulation at the operation side. No joint effusion seen. No intra-abdominal organ anomaly, but an atrophy of the upper left kidney part can be seen. In the following, the position of the left hip implant is evaluated. The report states the implant is well seated. The position of the cup is measured to be at an angle of 26° in the axial plane, 25° in the sagital plane and 45° in the coronal plane. The angle of anteversion of the femoral neck is measured to be 24°. - in the adverse event report received in the clinical study, the date of onset of the pain with consultation in emergencies has been indicated to be (B)(6) 2016 and the treatment "painkillers". - one post-operative x-ray has been received which is dated on (B)(6) 2015. The x-ray has been reviewed by hcp and no indication for the origin of the pain could be detected. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as the devices are still implanted. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. However, all possible causes that might be leading to the issues reported are listed in rmw. Conclusion summary it has been reported that the patient received tha on left hip side on (B)(6) 2015 consulted the emergencies on (B)(6) 2016, got painkillers, and could go home on the same day. The review of the DHR indicates that the products met all requirements to perform as intended. Radiological reports do not show any abnormalities regarding the implanted devices. The devices were used in an approved and compatible combination. Considering the available clinical findings, it might be a possibility that the pain has been caused by issues with the muscles or ligaments. Pain cannot be related to a single specific failure mode. Based on the given information, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4). The following report is associated with this event 0009613350-2018-00027.